Manufacturer narrative:
Continuation of d11: e (heparin reversal agent) prior to manta large bore closure procedure.qn #: (B)(4).

Event description:
It was reported that following transcatheter aortic valve replacement (tavr) and deployment of the manta vascular closure device (vcd), the patient was noted to have absent pulses in the affected foot. An arteriogram was performed, which demonstrated a near-occlusive lesion in the common femoral artery at the site of manta vcd deployment. Emergency consent was obtained, and the patient was taken for surgical intervention. The patient was anesthetized, and the right groin was prepped and draped in a sterile manner. A transverse incision was made over the right common femoral artery. During dissection, active bleeding was encountered and controlled with a 5-0 polypropylene suture. Hematoma and inflammation were also noted in the surgical field. Vessel loop control was obtained of the proximal common femoral artery, superficial femoral artery (sfa), and profunda femoris artery. The closure device was palpated beneath the inguinal ligament, and the surgical exposure was extended cephalad to obtain control of the external iliac artery. Following systemic heparinization, the artery was clamped and a longitudinal arteriotomy was performed. The manta vcd was found to be densely adherent to the vessel intima under the inguinal ligament and was removed in its entirety. Endarterectomy of the common femoral artery was performed to remove residual intimal material, and distal tacking sutures were placed. A 1 x 14 cm bovine pericardial patch was used for arterial repair. Adequate backbleeding and inflow were confirmed prior to completion. Upon release of the clamps, hemostasis was achieved, and a palpable pulse returned with triphasic doppler signals. The wound was irrigated and closed in layers. The patient tolerated the procedure well and was transferred to recovery in stable condition with a palpable posterior tibial pulse.